Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.4, 1.2. Doctor told patient to take aspirin and test again in a few days.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.2, 2nd inr: 1.4, mean: 1.30, sd: 0.14, %cv: 10.88. Analysis of customer's data revealed that repeated inratio result comparison meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. No product information was provided by the customer. Complaint issue will be subjected to tracking and trending. No corrective action required at this time as no product deficiency was established.